Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. (B)(6).

Event description:
It was reported that there were multiple episodes of noise reversion during the time that the patient reports using a heating pad. No vt or vf episodes were triggered. No therapy was delivered. All lead measurements were stable and in range when tested with isometrics and pocket manipulation. There is no further information available.